Event description:
It was reported that the system 9600 displayed interlock broken at initialization. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the x ray tube arced and caused failures of the x ray regulator and technique processor circuit boards. All three items along with the battery pack will be replaced once available. No further problems are anticipated following replacement. An additional report will be filed if additional information becomes available. The system was tested and found to be working as intended and placed back into service.